Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they were waking up every hour to urinate and said that sometimes the stimulation was too strong and hurts. Patient said they saw the healthcare provider (hcp) about 3 weeks ago and the nurse changed the program and patient felt like they were being electrocuted. When asked, patient said that they lowered the setting on their own. Patient asked for assistance in changing the program. With instruction, patient connected to implant and switched programs and adjusted setting. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable.